Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the physician checked the logs and confirmed a tube set alarm occurred on (B)(6) 2019. The pump was still stalled (as of (B)(6) 2019). There were no further complications reported at this time.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of motor stall was not determined. The hcp was interrogating again today and working with technical support today- 4/17/19. The motor stall and withdrawal had not been resolved. The current status of the device was reported as motor was still stalled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving hydromorphone (2mg/ml at 0.5996mg/day) and bupivacaine (5mg/ml at 1.4990mg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient was seen two days prior to (B)(6) 2019 because the pump was alarming and the patient was having withdrawal symptoms. A motor stall was seen and the hcp gave the patient oral morphine sulfate (ms) and clonidine. The hcp sent the patient home. It was unsure if the alarm was silenced or the pump was programmed to minimum rate mode. The patient's mother called back after they left and said the pump was alarming. The patient had some surgical procedure a "short time ago" not related to the therapy or device and the hcp was wondering if that could have caused a motor stall. The patient had a drug screen in (B)(6) 2019 and there were no drug hydromorphone or bupivacaine detected. There were no further complications reported at this time.